Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis iliac extender component (pxl161207/7772721) to treat a left iliac aneurysm. It was reported that when the physician was ballooning the proximal end of the iliac extender device, with a qxmedical q50-65 stent graft balloon catheter (lot# s11l001068), the proximal iliac artery ruptured. The amount injected into the q50-65 balloon is reportedly unk. The physician implanted a trunk-ipsilateral leg component and a contralateral leg component to repair the rupture. The rupture reportedly resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Results:the review of the mfg paperwork verified that this lot met all pre-release specs.